Event description:
It was reported that during a 3dimensions procedure on (B)(6) 2023, the gantry moved on its own. A field engineer examined the equipment and determined that the c-arm rotation switch was stuck. The field engineer replaced the switch and the equipment met the manufacturer´s specifications. No patient or staff injury reported. No other information is available.